Event description:
Customer reports the rotational motorized movement is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened cable connectors. System operates as intended.